Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 435, 471, 583, 571 and 498 mg/dl. The customer¿s expected blood glucose test result ranges are 130- 140 mg/dl am fasting and 150 mg/dl before each meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/18/2025 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1: 435 mg/dl , date: on (B)(6) 2021, time: 10:47am , fasting before lunch . Result 2: 471 mg/dl , date: on (B)(6) 2021, time: 9:56am , fasting before lunch. Result 3: 583 mg/dl, date: on (b))(6) 2020 , time: 10:09am , fasting before lunch. Result 4: 571 mg/dl , date: on (B)(6) 2020 , time: 10:01am , fasting before lunch. Result 5: 498 mg/dl , date: on (B)(6) 2020 , time: 9:59am , fasting before lunch.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.